Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device has received multiple inappropriate shocks due to unresolvable oversensing. The patient requested the device either be explanted or deactivated. To date, no confirmation of any system changes and no other adverse patient effects have been reported.